Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (hydromorphone) (1 mg/ml at 0.05 mg/day) and bupivacaine (1 mg/ml at 0.05 mg/day) via an implantable pump for non-malignant pain and general nociceptive condition. It was reported that the patient recently presented to the physician¿s office with reports of poorly controlled pain. At that time, he performed a catheter access study in the clinic and found the catheter to be non-patent. The patient was taken to the operating room on (B)(6) 2022 for a planned catheter revision. The physician opted to replace the catheter in its entirety. Additionally, because the patient would need a pump replacement in approximately two years (eri < >29 months), the physician also opted to prophylactically replace the pump today. The physician first started by opening the pump pocket where he dissected out the existing pump and proximal pump segment. These items were disconnected and placed on the sterile field. He then proceeded to open up the midline lumbar incision. He dissected down to the catheter anchor and cut the spinal segment, where he determined that the obstruction must be in the spinal segment because there was no free flow of csf (cerebral spinal fluid). He opted to abandon the catheter to prevent a csf leak. The catheter was folded over on itself and tied off in multiple locations occlude the lumen of the catheter. The physician was then given a new 8780 catheter kit which was placed at the t8 level. The spinal segment was tunneled to the existing pump pocket and connected to the new proximal pump segment and pump. Once the system was fully connected, a final catheter aspiration was done from the catheter access port with ample return of csf.  The issue was reported to be resolved.  The patient's medical history was asked but unknown.  The patient was alive with no injury at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 30-apr-2020, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.